Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation:a review of the provided information could not determine a root cause nor confirm the event. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot and sterile lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, pathology report, operative reports, x-rays, patient history and documentation of results of intraoperative cultures from the revision surgery are needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Patient had a right hemi arthroplasty originally. Surgeon did revision of patient's right hip due to pain.

Event description:
Patient had a right hemi arthroplasty originally. Surgeon did revision of patient's right hip due to pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6260-9-226; 26mm +4 lfit v40 head; lot code: 46646903. Cat. No.: uh1-45-26; uhr bipolar 26x45mm; lot code: mnay04. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.